Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that she performed nerve conduction on the patient for leg pain and the patient never told her that she had an implant until the hcp was noticed artifact on the upper leg. The hcp was not sure the leg pain was device related, but indicated that they could follow-up with her primary care provider (pcp). The hcp also stated that the patient told her the device was not helping her at all, because she was still incontinent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v691382, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The therapy was not on. The patient turned therapy on, but this did not resolve the issue. The patient had leakage. Onset of symptoms was noted to be sudden, but the patient stated that leakage started sometime in (B)(6) 2015 and she did not remember the last time that she felt stimulation. The patient was able to sync with the implantable neurostimulator (ins). Stimulation was on program 4 at 0.0v. The patient tried to increase the stimulation but saw the "upper limit reached" screen. The patient switched to program 1 and was able to increase to 0.8 and felt comfortable stimulation in the correct area. It was noted that the patient fell in (B)(6) of 2015 on the implant site and did not have the device checked. This fall could be related to the reported issue as there could be damage present from the fall. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.